Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps1 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not bootup. All squares indicated on the mainframe. There was no report of patient injury.